Event description:
Customer reported damage to pump housing at the usb port, which affected charging capability, though the pump did not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump under warranty, and customer planned to use multiple daily injections as a backup insulin therapy. Customer was instructed on how to put the pump into storage mode and agreed to return the damaged pump using a pre-paid label within ten days.